Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined. It is likely that the damage to the ceramic tip was caused by either a thermal induced impact, wear and tear, improper handling, or from a mechanical overload (such as from a fall, shock, or similar stress). The event can be detected by following the instructions for use (IFU) which state: "4 before use: warning: infection control risk: properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing: inspecting the product: visually inspect the product. Make sure that it has: no corrosion, no dents, no scratches. Ceramic insulation at distal end visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning: risk of injury: impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product if the product is damaged or does not function properly, contact an olympus representative or an authorized service center." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. In addition, the device evaluation found the following; the sealing ring was aged/damaged and the switches were corroded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
It was reported that the inner sheath, for 26 fr. Outer sheath had a broken ceramic tip. The issue occurred during preparation for use for a therapeutic electrosurgery procedure. The procedure was completed using a similar device. There were no reports of patient harm.